Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was sterilized and during the baking process, the battery longevity was observed to have decreased to 15 percent. There is no evidence that this s-ICD was ever used or implanted in the patient. The s-ICD is expected to be returned back from the field for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted the case was discolored. The device was interrogated with a programmer and found to be at elective replacement indicator. Analysis determined the device saw high temperatures and the baking of the device at elevated temperatures caused damage to the device and the battery to deplete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was sterilized and during the baking process, the battery longevity was observed to have decreased to 15 percent. There is no evidence that this s-ICD was ever used or implanted in the patient. The s-ICD is expected to be returned back from the field for analysis.